Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for ise indirect na, k, ci for gen.2. The data for one patient was provided of which the sodium result was a reportable malfunction. The initial sodium result was 140 mmol/l, with a data flag. The sample was repeated on the same analyzer with a result of 122 mmol/l. The sample was then run on a second analyzer and a result of 141 mmol/l was obtained. The results from the initial analyzer were not reported outside of the laboratory. The result from the second analyzer was deemed to be correct. There was no adverse event. The reagent lot number and expiration date for the sodium electrode was requested but not provided. On the day of the event the customer stated that calibration and qc testing had been acceptable prior to the event. Qc testing that was performed after the event was then out of range and were flagged with data flags. The customer did note small bubbles present when performing ion selective electrode (ise) prime. The field engineering specialist found a seal (o-ring) was missing on the reference nipple block. He replaced the reference electrode and the nipple block o-ring. He removed, cleaned, and re-installed the entire ise bath sub assembly. He performed ise checks and calibration which were acceptable. Further investigation determined that a root cause is unable to be determined. This is due to the customer unable to provide the requested calibration data needed for further investigation. The customer did confirm that there have been no more occurrences of this nature.